Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customers insulin pump was under delivering because of blood glucose and cannot see insulin exiting or hear the piston moving. It was reported that the customer rewounded the insulin pump and reloaded reservoir (heard no sound from the piston), at fill tubing, no insulin exited with two times attempts. The customer stated that on pressing and holding load there was no sound from the piston and it didn't move from the bottom of the insulin pump. The insulin pump will be returned for analysis.